Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump that alarms constantly was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to correct this condition. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device constantly alarms. This condition has the potential to cause an interruption of delivery. There was no patient involvement. The event occurred during power up. There was no adverse event, patient injury or medical intervention associated with this report. This involved an unremediated infusion pump with user interface module master software version 5.04.00. There is no further complaint information available.